Manufacturer narrative:
Device evaluation: one device was returned for investigation in used condition. Visual inspection found a cracked tank cover. Physical inspection was done where the customer complaint of a leak was confirmed. The root cause of this was found to be due to the supplier of the device overtightening the screws around the tank cover causing cracks around the screw holes. The tank cover was replaced to correct this issue. Device then passed all functional tests. Device history report (DHR) review was not performed due to the device being beyond a year from the manufacturing date.

Event description:
It was reported the device was leaking water. No report of patient injury.

Manufacturer narrative:
Other text: UDI section of d4 is unknown, no product information has been provided to date. B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.